Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
After a review of the medical records, the patient was revised to address failed right total hip arthroplasty due to adverse local tissue reaction associated with ceramic-on-metal articulation. Patient alleges chronic groin pain and elevated metal ions. Radiographs demonstrated a probable metal-on-metal cementless right total hip replacement with evidence of a small lytic lesion superior to the acetabulum. Operative notes stated that a robust posterior capsular scar was elevated posteriorly. Upon entering the affected joint space, there was a rush of gray-turbid joint fluid. Synovial tissue and the joint space were stained a faint gray color. There was an area of metal deposit on the femoral head that was clearly not associated with our retractors or metal contact with the head. There was no evidence of corrosion at the femoral taper. There was a lytic lesion anteriorly and superiorly. Doi: 2005. Dor: (B)(6) 2019. (Right hip).